Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/08/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: review of the black box data revealed no errors, alarms or warnings related to the complaint. The force sensor was evaluated and found to be operating within specifications. Rewind, load and prime steps were successfully completed without alarm. The pump was exercised for 24 hours without issue. Investigation did not confirm or duplicate the complaint. Unrelated to the original complaint moisture was found inside the battery compartment; leak testing failed due to a crack in the battery compartment. There was no moisture found in the pump¿s interior compartment.